Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter. "At the time of use of the syringe to take a volume of rituximab sc, the preparer in charge of the preparation sees a large piece of plastic in the syringe. Syringe was put away and preparation made with another syringe. Clinical consequences: none"

Event description:
It was reported that foreign matter occurred with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "at the time of use of the syringe to take a volume of rituximab sc, the preparer in charge of the preparation sees a large piece of plastic in the syringe. Syringe was put away and preparation made with another syringe. Clinical consequences: none."

Manufacturer narrative:
Investigation: one photo was provided to our quality team for investigation. Through visual inspection, a plastic piece was observed inside the syringe. As the lot information was not available for this incident, a device history review could not be performed. Product undergoes both visual and functional inspections throughout the manufacturing process. While we could identify a direct issue, it was determined this instance occurred due to breakage of the plunger during assembly or transport which resulted in the piece falling into the barrel of the syringe reported.